Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to incorrect electrode placement and loss of electrode function which led to device non-use. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.